Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 5 years, 22 days due to severe mitral stenosis and mitral insufficiency. Per medical records, the patient presented with dyspnea, angina, and orthopnea. Echo revealed severe mitral stenosis with mean gradient of 13 mmhg. The valve was explanted and replaced with a non-edwards device. The patient tolerated the procedure well and was transferred to the cicu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease, hyperlipidemia and history of coronary artery bypass graft.